Manufacturer narrative:
6/5/2020 - it was reported that this lead was capped due to out of range impedances. No adverse patient events were reported. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
6/5/2020 - it was reported that this lead was capped due to out of range impedances. No adverse patient events were reported. Should additional information become available, this file will be updated. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided trend data, acquired between 16-may-2019 and 15-may-2020 was analyzed. The shock impedance trend curve showed initial values greater than 150 ohms with a subsequent decrease to 57 ohms in june 2019. The shock impedance value was varying between 57 ohms and 70 ohms until april 2020 when the value increased again up to greater than 150 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Shock impedance measurements have been out of range (>150 ohms) since early (B)(6) 2020. Patient was seen in clinic where all shock impedance measurements were >150 ohms, even after programming the svc coil out of the shock pathway. Lead remains implanted. Should additional information be received, this file will be updated.